Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen floor system. During an interventional procedure, the user reported that the wireless footswitch was not working. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective micro controller. Upon investigation, the charging station was found to be providing proper voltage on both the charging station and the battery. After the wfsw was plugged in, the yellow led did not light up to indicate the charging of the batteries. The low battery status may not have been indicated to the user until it was completely empty and the footswitch stopped working. There was no indication that anything entered the footswitch or that it was damaged. Under normal circumstances the charging led should flash yellow if the battery status is low. The led will be constantly on when connected to the charging station. The discharge of the wfsw battery is indicated to the user at least 4 hours before the wfsw will stop operating by a flashing led. If the wfsw runs out of power, x-ray images can still be acquired via the hand switch of the affected system to safely complete a procedure. After the wfsw was replaced the system recovered and no further errors have been reported. The manufacturer is not considering any further corrective actions at this time.